Event description:
It was reported that prior to the attempted implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using an 18 millimeter (mm) non-medtronic balloon. Subsequently, the balloon moved ascendingly resulting in the pre-implant bav being performed at a higher position. During the attempted implant of the valve, the delivery catheter system (dcs) was advanced and the valve was positioned at approximately 3 mm. A transesophageal ultrasound was performed which revealed an ascending aortic dissection. It was determined that an ascending aortic replacement and an aortic valve replacement were required. Subsequently, the transcatheter valve was recaptured and withdrawn from the patient. The ascending aortic replacement and aortic valve replacement procedures were performed successfully. Per the physician, the possibility of the dcs and valve being contributing factors were ¿low¿ during the attempted deployment. Additional information was received to report the dcs cannot be ruled out as a contributing factor to the aortic dissection. However, the physician indicated the balloon catheter may be a stronger contributor. During the thoracotomy repair, it was noted the patient's anatomy included brittle vascular properties. Additional information was received that the procedure was converted to a thoracotomy to address the aortic dissection and the patient's hemodynamic collapse. Per the physician, the guidewire or pre-implant balloon dilation likely caused the dissection. However, the valve could not be excluded as a contributing factor. The patient was undergoing rehabilitation.

Manufacturer narrative:
Updated: b2, b5, e1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using an 18 millimeter (mm) non-medtronic balloon. Subsequently, the balloon moved ascendingly resulting in the pre-implant bav being performed at a higher position. During the attempted implant of the valve, the delivery catheter system (dcs) was advanced and the valve was positioned at approximately 3 mm. A transesophageal ultrasound was performed which revealed an ascending aortic dissection. It was determined that an ascending aortic replacement and an aortic valve replacement were required. Subsequently, the transcatheter valve was recaptured and withdrawn from the patient. The ascending aortic replacement and aortic valve replacement procedures were performed successfully. Per the physician, the possibility of the dcs and valve being contributing factors were ¿low¿ during the attempted deployment. Additional information was received to report the dcs cannot be ruled out as a contributing factor to the aortic dissection. However, the physician indicated the balloon catheter may be a stronger contributor. During the thoracotomy repair, it was noted the patient's anatomy included brittle vascular properties.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using an 18 millimeter (mm) non-medtronic balloon. Subsequently, the balloon moved ascendingly resulting in the pre-implant bav being performed at a higher position. During the attempted implant of the valve, the delivery catheter system (dcs) was advanced and the valve was positioned at approximately 3 mm. A transesophageal ultrasound was performed which revealed an ascending aortic dissection. It was determined that an ascending aortic replacement and an aortic valve replacement were required. Subsequently, the transcatheter valve was recaptured and withdrawn from the patient. The ascending aortic replacement and aortic valve replacement procedures were performed successfully. Per the physician, the possibility of the dcs and valve being contributing factors were ¿low¿ during the attempted deployment.

Manufacturer narrative:
Continuation of d10: product ID: {l-evolutfx-2329}; product lot/serial number: {(B)(6)}; product type: {0195-heart valves}. Section d information references the main component of the system. Other relevant device(s) are: product ID: evolutfx-26, serial/lot#: (B)(6), ubd: 16-aug-2026, UDI#: (B)(4) h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.